Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A lesion in the mid rca was intended to be treated using two resolute onyx drug-eluting stents. The lesion was moderately tortuous, moderately calcified, with 95% stenosis. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated with 2.5x8mm and 3.0x10mm semi-complaint balloons. The devices did not pass through a previously-deployed stent. Resistance was encountered advancing the devices and excessive force was used. It was reported that the first resolute onyx (ronyx35030x) became stuck on the non-medtronic guidewire and physician had difficulty removing it prior to stent deployment. It was also reported that the stent deformed in vivo during positioning/advancement. The second resolute onyx (ronyx35038x) became stuck on the same non-medtronic guidewire and could not be deployed. It was reported that the devices became stuck in a tortuous region, in a proximal location of the vessel. A non-medtronic stent was then implanted to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Evaluation summary: a non-mdt 0.014 inch guidewire was returned loaded in device. It was noted that it was not possible to remove the non-mdt gw from device during analysis. Device was placed in waterbath to loosen the gw. After being placed in waterbath overnight it was not possible to remove the gw from the device. The stent was positioned on the balloon between the marker bands as per specifications .misalignment was evident to the 18th distal stent wrap with struts slightly raised. Proximal,mid and distal stent od all met specification. No deformation was visible to the distal tip during analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the returned procedural images capture the patient lesion condition as reported by the account. Pre-dilation is captured at the severely stenosed section of the lesion. Attempted delivery of the 3.5x30mm stent is captured, resistance is encountered while attempting to pass a tortuous bend in the lesion. The reported stent deformation of the 3.5x30 mm stent could not be confirmed by the images provided. Additional pre-dilation was performed, followed by the attempted delivery of the 3.5x38mm stent. Resistance is encountered at the tortuous bend in the lesion. Further pre-dilation is performed followed by the successfully implantation of 2 unknown stents. If information is provided in the future, a supplemental report will be issued.